Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis and presented with a high fever, redness and pain at the location of the implantable pulse generator (ipg). Cultures indicated pasteurella bacteria. The patient was treated with antibiotics. A temporary right ventricular (rv) lead was implanted in the right internal jugular vein and was connected externally to the existing implantable pulse generator (ipg). The ipg system was later explanted and replaced with a leadless ipg system. No further patient complications have been reported as a result of this event.